Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of valve, flat creases, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test didn¿t identify openings. Microscopic analysis was performed which identified: partial delamination of diapherm flange disk (10%) assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found. Delamination of diapherm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.